Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The excessive no delivery alarms could not be verified due to the prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery during manual prime. The customer stated that she received over 10 no delivery alarms in the last couple of weeks and the latest one was the day of the call. The blood glucose at the time of the incident was 157 mg/dl. She stated the alarm was resolved by a complete set change. The customer called back on (B)(6) 2013 to report having no delivery alarms during basal and bolus. Blood glucose at the time was 127 mg/dl. Troubleshooting was not completed. She stated her doctor advised to request a replacement device due to being 4 months pregnant. She was advised to consult the doctor about alternative sites. The insulin pump was returned for analysis.